Event description:
Additional information was received stating that knot advancement was successfully performed with the suture of the second proglide device at the first access site, the suture was cut with the suture trimmer and no bleeding was noted. Hemostasis at first access site was achieved with the suture of the second proglide device. After the suture of the second proglide device was cut a portion of the suture remained stuck with the 7f sheath. The sheath and attached portion of the suture were removed together as a unit with force at the same time. No tissue damage occurred. Manual compression was used to achieve hemostasis at the second access site after the sheath and attached portion of the suture were removed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral vein (lcfv) was attempted with two proglide devices using the pre-close technique via a 9f sheath prior to an atrial fibrillation ablation interventional procedure. Two sheaths were placed next to each other in the lcfv, 9f and 7f. Reportedly, no suture was present when the plunger of the first proglide device was deployed via the 9f sheath. A second proglide device was deployed via the 9f sheath; however, the needles went thru the 7f sheath. The plunger including the suture could not be removed, a balloon was inflated to attempt to loosen the suture but was unsuccessful. The sheath was pulled out and manual arterial compression was applied to achieve hemostasis. No tissue damage occurred. The patient was kept overnight for close monitoring. Patient is doing well. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.